Manufacturer narrative:
The service evaluation identified the image also temporarily does not appear and there is noise that occurs on the image due to damage to the image sensor unit. Additionally, the bending angulation is below standard specification due to a stretched angle wire and the bending section cover glue is chipped/missing. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Olympus was informed that the customer endoeye flex 3d deflectable videoscope was returned for service/repair for a reported ¿left eye image defect¿ found during an unspecified event. However, the service evaluation identified the image disappears/does not appear temporarily. This report is being submitted to capture the no image malfunction. No death, injury or harm was reported.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be (B)(6) 2022. Healthcare professional should have been selected on the initial report. Reuse should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit or an electrical problem inside the video connector unit. There may be a problem with the board or the system side. Olympus will continue to monitor field performance for this device.